Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 7 days after the dental implant was installed in intraoral region #7 it was verified its non- osseointegration. A 35 ncm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type iii).